Event description:
According to the information received, a (B)(6) female had a 24mm amplatzer septal occluder (aso) implanted on (B)(6) 2012. About thirty minutes after the procedure, the patient was transferred to the ward, but upon arrival the patient's vitals deteriorated and the patient experienced bradycardia, fainted and went into cardiac shock. A pericardiocentesis was immediately performed and 550ml of fluid was drained. Shortly after the pericardiocentesis procedure when the patient was in stable condition, a blood transfusion was performed. About four hours later, the patient's vitals were stable and a surgeon was consulted. It was decided to keep the patient under observation. The aso was noted to be in stable position and no pericardial fluid had accumulated. Two hours later, a transesophageal echocardiogram (tee) was performed. The aso was still in stable position and there was no obvious abnormal vascular flow around the aorta. A small pericardial effusion was observed on the anterior svc, the source of the bleeding could not be identified. Two hours later, the patient presented with no symptoms. The following morning, a pericardial effusion was not observed and the patient was still going to be kept under observation. It was noted, the patient had a reaction to the contrast used for the procedure which appeared during the blood transfusion and experienced a rash all over her body.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation. Device remains implanted.

Manufacturer narrative:
The amplatzer septal occluder (aso) assoicated with this event was not returned to sjm for analysis. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.this event was reviewed by the st. Jude medical erosion board and confirmed that no erosion occurred.